Event description:
The physician was attempted to treat a lesion in a patient using a 2.0 mm diameter x 15 mm length sprinter legend rapid exchange (rx) balloon. It is reported that during inflation the balloon of the device ruptured at 10 atm's. No clinical sequelae have been reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was frayed. The balloon had been inflated. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. A short radial tear was located on the body of the balloon over the proximal inner shaft marker. A deep scratch was visible on the distal side of the leak site.

Manufacturer narrative:
(B)(4): evaluation, results and conclusions: (the nature of the tear on the returned balloon is consistent with the balloon material being pressed against stenosis or calcium as the balloon is delivered and/or inflated resulting in a tear to the balloon material and a subsequent leak).